Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of 8100 error 240.4150. Technical support - to replaced the bottle side pressure sensor. A review of the device history record for (B)(6) was performed from 05/07/2012 to 09/18/2020 and confirmed that this device was not previously returned for servicing. Also, there was a production failure q6 200153135 for out of specification of the pressure sensor which does not correlate to the customer reported issue. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support - to replaced the bottle side pressure sensor. The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Event description:
(B)(4). Case subject: npi 8100 error 240.4150. Account name: alta bates summit medical center - summit campus. Account #: 1480600. Asset name: 8100 pump module v9.33.0. Asset location: . (B)(6). Patient or user involvement: no. Patient or user harm: no. Case description: (B)(6) / biomed need assistance on 8100 (B)(6) having an error 240.4150. Case resolution: replaced the bottle side pressure sensor.

Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record for sn (B)(4) was performed from 05/07/2012 to 09/18/2020 and confirmed that this device was not previously returned for servicing.

Event description:
It was reported that the device was giving a bottle side pressure sensor error. There was no patient involvement.